Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by review of medical records and photo. Visual examination of the provided pictures confirms a piece of the locking bar fractured off and has deep scratches and gouges. Medical records were provided and reviewed by a healthcare professional. Patient reported pain and difficulty ambulating. X-ray review shows the locking bar was loose and migrated medially. Mild metallosis apparent in the soft tissue and synovial lining. Scar tissue around patellar tendon. Poly liner was found grossly loose and locking pin was broken. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision procedure 6 years post-implantation due to pain and difficulty ambulating. Subsequently, during the revision, the surgeon noted that the tibial locking bar had backed out and fractured leaving metallosis and scar tissue within the joint. No additional patient consequences were reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: biomet cc cruciate tray; p/n: 141232, l/n: j2886664, vngd ant stblzd brg; p/n: 189040, l/n: 102340, vanguard cr ilok fem-rt; p/n: 183006, l/n: 323410, series a pat thn 31; p/n: 184784, l/n: 423980. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05634, 0001825034 - 2019 - 05635. Product location is unknown.

Event description:
It was reported the patient underwent a revision procedure 6 years post-implantation due to pain and the locking bar backing out. Subsequently, the locking bar and bearing were revised. No additional patient consequences were reported.